Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Section b5 should be previously reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient states while you cleaning you notice black flecks floating in water and has shortness breath, fever, pressure on chest related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected the clinical codes in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient states while you cleaning you notice black flecks floating in water and has shortness breath, fever, pressure on chest related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury.

Manufacturer narrative:
Additional information was received on may 06, 2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient states while you cleaning you notice black flecks floating in water and has shortness breath, fever, pressure on chest related to a CPAP device's sound abatement foam.. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.